Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/03/2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. A review of the share logs was performed and unexpected receiver shutdown was not found within the investigation window. Manual tests were performed and the tests passed. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.